Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (baclofen) 2000mcg/ml for a total dose of 228.1mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation and the patient had recently had a magnetic resonance imaging (MRI). It was noted the MRI was for multiple sclerosis screening. There was a motor stall and recovery at that time, and there were no issues. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.